Event description:
After multiple patient occlusion alarms a loud grinding noise was heard from the centrifuge bowl. Immediately following was a blood leak alarm then observed fluid in the centrifuge bowl. Extracorporeal (ecp) treatment was aborted immediately. Therakos, biomed, bmt clinic, and attending physician were notified.====================== manufacturer response for photopheresis procedural kit, photopheresis procedural kit======================investigating.